Event description:
It was reported that the physician's programming system as not working very well. The handheld screen would freeze and sometimes go black. Physician noted that it was working inconsistently, but refused troubleshooting. Product has been requested, but had not been returned to date.